Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their pump had been beeping one long beep every hour since they had their pump refilled on the 9th. The agent reviewed the non-critical alarm and redirected the patient their healthcare provider to further address the issue. Additional information was received the next day from the patient¿s healthcare provider who also reported that the patient had been hearing the pump alarm every hour since their pump refill on 09-mar-2026. The agent then walked the caller through silencing the active alarm.